Event description:
It was reported, during surgery, it was noted that the surgeon appeared to have problems with the elastosil t-handle. The coupling was seizing. To complete the surgery, a new gamma set was opened.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.